Event description:
Report received from the USA stating that service was required for the device. During service heat was noted. It is unk if the device was used in surgery or if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device failed the temperature test. If additional info becomes available, a supplemental report will be submitted. (B)(4).